Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 17, 2024 and may 20, 2024. H11: the device was received for evaluation with 157ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse the medication. After 46 hours of infusion, the bottle appeared to be full and did not seem to infuse. The pump contained fluorouracil 4800mg in 230ml 5% dextrose water. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.